Event description:
It was reported that an infusion set was deployed incorrectly when the ilet user did not remove the adhesive backing during insertion, which required replacement of the infusion set to resume insulin delivery. No reported symptoms or adverse clinical effects. Outcomes included restoration of insulin delivery after the user performed a supply change and continued therapy without alerts or alarms. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed user handling error consistent with incorrect infusion set deployment and connection. It was concluded, based on previously established findings for similar reports, that the cause was user error.